Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a time and date reset issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/19/2017 with the following findings: review of the pump's black box revealed no time and date reset issue. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.